Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
He customer reported via phone call that he was hospitalized on (B)(6) 2014 and was taken to the emergency room. Customer had given himself 10 times of what he should have given. Customer thought that he caused the low. Customer had also been in a car accident from passing out with low blood glucose on (B)(6) 2015. Customer had gone to the vet's office for paperwork and passed out while driving on the way home. Customer was the driver and woke up in the ambulance. Customer was taken home and not taken to the hospital. Customer was also hospitalized in october or (B)(6) 2014 because, he hadn't eaten in a long time and was low. Customer declined to troubleshoot for the lows. Customer also dropped his pump in the toilet and had a battery out limit alarm. Customer's blood glucose was 180 mg/dl. The pump passed the displacement test and the self test. Customer has a black border around the screen. Customer was advised that the pump will need to be replaced and revert to a back-up plan.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.